Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield base unit a-2101 did not lock completely. The surgeon was concerned it slipped during the case and commented "felt it move in case." After inspection of the cam lever engaged and with force tm did not slip. Some shock cushion wear however, inspection with biomed and nurse staff showed no concern but removed due to surgeon complaint.